Event description:
On (B)(6) 2023, I used the navage nasal irrigation system and within 2 hours developed right-sided bell's palsy. I had used the system previously with no adverse effects, but on this day, the water was not as warm as it should have been. I believe that as the cooler water irrigated my nasal passages it affected my facial nerve which caused the bell's palsy. Not knowing if this was bell's palsy or a stroke, I went to the emergency room and was worked up for stroke. This resulted in a 23 hour stay and large hospital bill.